Event description:
Medtronic (covidien) received information that immediately post pipeline flex procedure, the patient experienced right arm droop. The patient was treated for a left cavernous carotid aneurysm. The device was implanted successfully. When the patient was being wheeled to recovery, it was noticed the patient had right arm droop. The patient was brought back for angiography and was found to have left internal carotid artery occlusion proximal to the stent. The patient was treated with abciximab. Additionally, the clot was aspirated through a large bore aspiration catheter proximal to the stent and a smaller aspiration catheter distal to stent. The clot was retrieved successfully. The patient responded well and was able to move her right arm again. No further complication was reported as a result of this procedure.

Event description:
Medtronic (covidien) received information that immediately post pipeline flex procedure, the patient experienced right arm droop. The patient was treated for a left cavernous carotid aneurysm. The device was implanted successfully. When the patient was being wheeled to recovery, it was noticed the patient had right arm droop. The patient was brought back for angiography and was found to have right internal carotid artery occlusion proximal to the stent. The patient was treated with abciximab. Additionally, the clot was aspirated through a large bore aspiration catheter proximal to the stent and a smaller aspiration catheter distal to stent. The clot was retrieved successfully. The patient responded well and was able to move her right arm again. No further complication was reported as a result of this procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis as it was implanted. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown.